Event description:
It was reported that the patient presented to the clinic experiencing discomfort. The physician checked the patient's x-rays on file, and a transesophageal echocardiogram (tee) was performed showing tricuspid valve regurgitation. The right ventricular (rv) lead was explanted. The patient was stable.